Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the off no power, failed battery test or other alarms, unresponsive buttons anomaly or perform functional testing due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had an unexpected restart alarm. Customer stated that her house had been in a fire and the pump may have been damaged. Customer stated that she thinks it may have been damaged and the pump was rewinding and the act button was not responding. Customer received an off no power alarm and a failed battery test alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.